Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using the positioning guide, lateral,20° and the instrument fractured during surgery.

Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that part of the instrument broke off and it's no longer on the instrument which was sent back for investigation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - the returned lateral position guide shows some scratches and signs of use. The locking screw of the alignment guide was not returned for investigation. Besides the mentioned observation, it can be seen that the welding of the to vertical pin of the lateral position guide is cracked. Review of product documentation: - inspection plan was reviewed. The characteristics and their inspection plan regarding the screw are described. The characteristic regarding the laser welding: - pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. - allgemeine anforderungen / general requirements is checked 100% visually and documented by the supplier. - laserstrahl-schweissen / laser beam welding is checked 100% visually and documented by the supplier. - saubere schweissnaht is checked with aql2.5. - no other complaint involving products of the same lot number were found -the design of the instrument was changed on 19.11.2013. --> the connection to vertical rod was improved: transition fit was changed to a press fit. The instrument involved in this complaint was manufactured after the design change. Root cause determination: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - fracture of instrument due to general corrosion (crevice, pitting, galvanic). => possible, as the screw was not returned, it remains unknown if the screw fractured or disassembled from the instrument. Therefore this cannot be excluded. Regarding the crack in the welding , the visual examination did not show any corrosion. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, it is unknown if the screw fractured or disassembled from the instrument. It is possible that the surgeon or staff was unfamiliar with instrument usage and handling. Conclusion summary as the screw was not returned, it remains unknown if the screw fractured or disassembled from the instrument. Therefore it is impossible to determine an exact root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).